Manufacturer narrative:
Analysis of the data provided dated (B)(6) 2026 revealed: no anomalies were detected on leads (ventricular and atrial leads impedance are stable around 450 ohms). On (B)(6) 2026, several episodes of sustained and non-sustained ventricular tachycardia were recorded. The first sustained arrythmia was recorded at 09:52. At 9:52, the recorded sustained episode shows a polymorph vt around 180-200bpm, atp is applied. Then, the vt became disorganized, and a successful shock was delivered. Another recorded episode at 09:55 leading to the deliverance of a shock. Some qrs are larger, due to the morphology of the cardiac signal (not classical cardiac signal), some t waves are detected. It should be noted, between (B)(6) 2026 21h40 and (B)(6) 2026 10h: 10 non-sustained episodes occurred. As the episode storage is full, only 5 episodes are recorded/displayed. The ventricular rhythm was superior to 120 bpm, during 285ms (4.57 sec). The patient may have felt heart failure symptoms with a ventricular rhythm inferior to 150bpm. Based on available data, the device worked as per specifications and according to programmed parameters. Microport crm doesn¿t suspect any link between the death of the patient and a malfunction of the defibrillator.

Event description:
The physician reported some strange egm. According to the family, the patient felt the first symptoms around 9:15. Why weren¿t any recorded episodes at the time the first symptoms appeared?